Manufacturer narrative:
Block e1: city: (B)(6). Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter. Block h11: the returned resolution 360 clip was analyzed and a visual evaluation noted that the device was returned without the clip assembly attached and with evidence of full deployment. Microscopic examination was performed, and it was found evidence of full deployment. Dimensional analysis was performed between the hooks of the bushing, and both sides were noted to be within specification. No other problems with the device were noted. The reported event of clip unable to released was not confirmed. The device returned fully deployed. It was mentioned that "they did not know that the last step of the liberating process was opening the hand to release the clip", which provides evidence that the device was not used as intended. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a gastroenterology procedure performed on (B)(6) 2025. During the procedure, upon positioning and attempting to release the clip, it would not detach and had to be manually pulled for removal. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Additional information received on september 25, 2025: the team did not know the full steps to deploy the resolution 360 clip. The last step in opening the hand to release the clip was missed.

Manufacturer narrative:
Block e1: city: (B)(6). Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter. Block h2 (additional information): block h6 (device codes) and block b5 have been updated.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a gastroenterology procedure performed on (B)(6) 2025. During the procedure, upon positioning and attempting to release the clip, it would not detach and had to be manually pulled for removal. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Additional information received on september 25, 2025: the team did not know the full steps to deploy the resolution 360 clip. The last step in opening the hand to release the clip was missed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a gastroenterology procedure performed on (B)(6) 2025. During the procedure, upon positioning and attempting to release the clip, it would not detach and had to be manually pulled for removal. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: city: (B)(6). Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.